Manufacturer narrative:
No frozen screen noted during testing. The insulin pump had unresponsive buttons due to unlocked lcd keypad connector. Analysis was unable to perform any test or verify low battery alarm due to unresponsive button. The insulin pump had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call that the keypad was unresponsive. The customer's mother also reported that the insulin pump would alarm low battery alarm when it had three bars. The customer's mother reported that the screen froze. The customer's blood glucose was unknown at the time of incident. The customer's mother stated that they could not clear the alarms. The customer's mother stated that the insulin pump was jumping to screens by its own. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.